Event description:
The manufacturer received information alleging a ventilator¿s screen was not displayed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s lcd display need to be replaced to address the issue.